Event description:
It was reported that while implanting an intraocular lens (iol) the surgeon noted that the haptic was broken. The initial report indicated that a ''user-error'' played a part in the broken haptic. The iol was removed and to do so, the incision was enlarged. Another iol was implanted during the same procedure. There were no other surgical complications such as a vitrectomy.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The z9003 lens was visually inspected under microscope at 10x magnification. The lens surface was observed with residue of viscoelastic solution. Also, one of the haptics was distorted and the other haptic was detached which indicates that the unit was previously handled by customer. The condition of the returned lens was consistent with one that has been explanted. The initial report indicated user error played a part in the event. Inadequate handling during the insertion process could cause damage to the iol or haptics. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.